Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of all the malfunctions would likely be faulty video cable connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; when shaking the defective video connector, there was no image.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The olympus representative reported (on behalf of the customer) that the video system center had no image due to poor contact with the video connector. The issue occurred during reprocessing, and the diagnostic procedure (nasopharyngoscopy examination) was completed without delay with a similar device. The patient was not under anesthesia. There was no patient harm associated with the event.